Manufacturer narrative:
The customer¿s products were requested for return. The strips are not available for return because the staff threw the vial out after testing. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided that would point to a cause for the result discrepancy.

Event description:
The initial reporter received questionable glucose results for one patient from the accu-chek inform ii meter serial number (B)(4). At 6:08 am, the meter result was 19 mg/dl. At 6:15 am, the meter result was 23 mg/dl. At 6:28 am, the result from a laboratory draw was 246 mg/dl. At 6:40 am, the meter result was 15 mg/dl. At 7:25 am, the result using meter serial number (B)(4) was 360 mg/dl.